Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the connections were not positioned on the comm sled. The field service engineer re-seated connections in comm-sled. Opened back panel inspected and re-seated pyxibus connections as well. The system was rebooted and successfully tested in the application with the customer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was stuck, it was difficult to open and close properly. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.